Event description:
It was reported that the unit did not alarm and patient's knee became distended more than expected.

Manufacturer narrative:
Additional information will be provided once investigation is completed.